Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. During the initial investigation boot-up the unit was unable to power on due to frayed and exposed wires. The backplate of the device and extension cord were removed, and the power supply was connected directly to the device and the device was able to power on and send readings successfully. No loss or interrupted power was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming that the power extension cable on the patient electronic system was frayed with exposed wires.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.